Manufacturer narrative:
There were no issues removing the device from the hoop. There were no difficulties removing the device from the protective sheath or stylette. There was no damage noted to the luer; 12 atm of pressure was applied during inflation. The concentration of contrast/saline used by the physician was ca, 60 % km und 40% nacl. The device was not moved or repositioned in the lesion while inflated. It was stated that the balloon inflated slower than usual on first inflation but still reached its full size. Deflation difficulties were reported after the second inflation. The balloon completely failed to deflate. It was noted that the balloon was still inflated after disconnecting the inflation device and packing the balloon in the return box. It was indicated that the device was being used in the final step of the procedure involving balloon dilation with kissing balloon technique controlled with a diagnostic catheter. No further intervention was needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: no deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned trapped in a launcher due to deflation difficulties, and therefore had to be cut from the launcher. The proximal balloon bond was necked. The balloon folds were expanded, and crystallised contrast was evident in the balloon. It was not possible to inflate the device due to deformation of the proximal balloon bond, therefore deflation testing could not take place. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one solarice rx ptca balloon catheter was used to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred. It was stated that the device would not deflate at the lesion site after several inflations and deflations. The balloon was successfully removed with the help of a guide catheter. The patient was reported to be alive with no injuries noted.